Manufacturer narrative:
Correction information b4: date of this report, b5. Refer to h11, f7: follow up #01, f10: see below, f11: updated dates, f13: updated dates. Additional information: d4: d4: primary unique device identifier (UDI) corrected, h9: age of device, h11: evaluation summary. F10 continued: updated codes. Removed original codes for health effect - clinical code and health effect - impact codes and used the following codes. International medical device regulators forum (imdrf) adverse event reporting health effect - clinical code : 2687 foreign body in patient . Health effect - impact code : 4652 exposure to contaminated device/risk of infection . Evaluation summary event that occurred is falling off of foreign objects. Based on the investigation, the cause could not be identified. The endoscope was used normally in accordance with the IFU and it was determined that there was no equipment malfunction. Additionally, endoscope cleaning is performed in accordance with the IFU. However, incompatible accessories were used, which may have caused clogging of the forceps channel. Based on the trend analysis, there is no significant increase or upward trend in repair complaints related to this failure mode/hazard. A device history record (DHR) review was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured at pentax medical miyagi on 03-apr-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions, and the dates of approval for shipment and actual date shipped were confirmed on 09-may-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Refer to h11.

Event description:
On 11-apr-2025, pentax medical became aware of an adverse event involving a pentax medical video gastroscope model eg29-i10c, serial number (B)(6) in canada within the pai region. During a procedure using the endoscope, it was reported that a device or foreign matter used in a previous patient came out of the endoscopic treatment channel and fell into the stomach of the current patient. The endoscope concerned had been cleaned after use in the previous patient in accordance with the IFU and was subjected to high-level disinfection (hld) by an automated endoscope reprocessor (aer). Subsequently, the same endoscope was used for the current patient, and when the physician inserted a treatment device into the endoscopic treatment channel, residual foreign matter from the previous patient case emerged and dropped into the stomach. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
F10 continued: international medical device regulators forum (imdrf) adverse event reporting health effect - clinical code: 4580 insufficient information, 4582 no clinical signs, symptoms or conditions health effect - impact code: 4652 exposures to contaminated device / risk of infection medical device problem code: 1065 partial blockage, 4048 failure to clean adequately. Pentax medical pai performed a good faith effort (gfe) to gather additional information regarding this event and received responses from the user facility via email on (B)(6) 2025 and (B)(6) 2025. - the procedure was therapeutic in nature. - the scope in question was used to complete the procedure. - the patient was not recalled for further screening. - the current status of the patient is unknown. - the object expelled into the stomach of the next patient was identified as a duette multi-band mucosectomy device (cook medical). - product name: duette band / manufacturer: cook / model number: [not provided] - the endoscope was inspected visually before and after use as per IFU, with no damage or abnormalities observed. - no infection assessment or prophylactic antibiotic administration was performed. - follow-up visits, additional examinations, and the patient's current condition are unknown. - there has been no confirmed change in the patient's condition. The investigation is in process. If additional information becomes available, a supplemental report will be filed with the new information.